Event description:
It was reported that patient presented in the emergency room after experiencing chest pain and perforation due to the atrial lead. X-ray imaging confirmed that the lead had perforated out of the atrium. The lead was explanted via thoracotomy surgery on (B)(6) 2017. The right atrial port was plugged on the pulse generator was reprogrammed. The patient was stable during and post procedure.